Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 18 of 18 devices were returned for evaluation. Evaluation of two returned devices found excessive wear due to a lack of proper maintenance. There was also evidence of debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one returned device found excessive wear due to a lack of proper maintenance. There was also a lack of lubrication and evidence of debris build-up. This device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of three returned devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of 12 returned devices found excessive wear due to a lack of proper maintenance. There was also evidence of debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer.

Event description:
This report summarizes <noe> 18 </noe> malfunction events. This report summarizes 18 malfunction event where a midwest e pro 1:5 handpiece overheated during use. In five events, patient's were burned, but they did not require any intervention to treat the minor burn. In 13 events, there were no injuries.